Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist (mss) listened again to the call recording. The mss requested the csr follow-up with the patient with further questions however the patient got agitated and did not want answer. The patient reported that the alleged meter power issue began in the morning of (B)(6) 2016 although the exact timing is unclear. The patient stated having lots of "lows and highs" and his doctor had advised him to test his blood glucose more frequently. Additionally the patient reported obtained a result of 500mg/dl using his wife's meter (date and time of result unknown). The patient manages his diabetes using a combination of diabetes medications, specifically humalog, novolog and lantus and denied making any changes to his usual diabetes management routine in response to the alleged meter issue. The patient stated that he developed symptoms of "shaking and being non-responsive" approximately 2 hours after the alleged meter issue began. The patient's wife reportedly called an ambulance later the same day, and the patient was allegedly treated by the emergency service (ems) paramedics. It is unclear if the patient was treated with sugar-water or glucagon injection. The patient stated that he had refused to go to the hospital, and the paramedic doctor's sat with him for a couple of hours until he was better.at the time of troubleshooting, the csr noted that it was not the first use of the product, there had been no misuse, the battery did not require to be replaced and the correct test strips were being used, although these were subsequently determined to have passed their expiry date. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury, and received hcp treatment after the alleged power issue began.